Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment has stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2018 with the following findings: there were no power issues noted in the black box data. Investigation confirmed the alleged stripped threads in the battery compartment. The threads on the returned battery cap were also stripped and the cap was unable to fit properly to the pump to maintain steady electrical connection. Therefore, power loss and rebooting were duplicated with the damaged cap in place. A test cap was placed on the pump and electrical connection was maintained; the pump was exercised for 24 hours without power interruption. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.